Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none relative to the lot number 9493355. The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: date is unknown.

Event description:
According to the available information there appeared to be resistance when removing the mandrel from the catheter. The white connector of the catheter stylet came off, leaving only the metal part. There was no harm to the patient.

Manufacturer narrative:
We received one used sample, but not complete (only the metallic mandrel, the j catheter was not received). After disinfection of the metallic mandrel we can confirmed that the white luer was unglued. We are not received j catheter component so we cannot do more investigation relative to this issue. According to the information known, quality database was checked and revealed one corrective and preventive action, "mandrel blocked in yj16xx" opened on march 2025. The root cause analysis is ongoing at this time and actions will follow the results of this analysis. This complaint may be related to this CAPA, due the strength necessary to retrieve the mandrel from the j catheter, which can conduct to break the connector on the mandrel. A similar case study was done based on pcn product over last four year, 22 similar case were found. A rmf evaluation was performed based on criq209 - risks identified 13274 & 13274a (hazardous situation: catheter is not correctly positioned). The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information there appeared to be resistance when removing the mandrel from the catheter. The white connector of the catheter stylet came off, leaving only the metal part. There was no harm to the patient.